Event description:
On 07/14/1998 following a carotid angiogram procedure, an angio-seal device was placed. However, hemostasis was not achieved with the device, and manual pressure was required for approx 15 mins before bleeding was controlled. On 07/15/1998 the pt was observed to have a cold, white procedure leg. An angiogram was performed which identified a thrombus at the puncture site. Thrombolytic therapy was attempted without success. On 07/21/1998 the pt was taken to the or. There were no operative or procedure notes made available, therefore the type of treatment performed is not known. As of 08/27/1998 there has been no further report provided to the MFR regarding the complication or pt sequelae.